Event description:
(B)(4). It was reported that post percutaneous coronary intervention, shortness of breath occurred. In (B)(6) 2011, the patient was referred for cardiac catheterization and subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 60% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.00 x 12 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with shortness of breath.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).